Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Hardware parts was replaced and navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned battery was connected to a known good ups and allowed to fully charge before testing. The battery will not hold a charge. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the stealth system could not hold a charge when disconnected from wall power. Additionally, it was indicated that the system lost power and shut off once the machine was unplugged from the wall. There was no patient present when this issue was identified.